Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. As reported the truespan did not fire. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#: 228151, lot#: l775630 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformances were identified for this part number (228151), lot number (l775630) combination. Review conducted per nr-0108348 per qlik query executed on 11/16/2018. (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's truespan meniscal repair peek 12 degree did not fire the first implant. The sales rep stated they removed the gun from the patient. The sales rep stated that the device's trigger was fully depressed until the click and it was still in scope view. The case was completed with another like-device with no patient harm or delay. The device was discarded by the customer.